Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2008: the patient presented with lower back pain. She had x-rays through concentra, she had no broken bones. On an unknown date in (B)(6) 2008: the patient underwent MRI which revealed a herniated disc in the lumbar spine. She described lower back pain radiating to the left lower extremity 7/10. On (B)(6) 2008: the patient went for an office visit due to severe excruciating pain in the low back, buttocks, thighs, and legs with burning, numbness and tingling in the legs and feet. Her MRI shows l5-s1 anular tear with disc herniation and desiccation. On (B)(6) 2008: the patient underwent lumbar laminectomy and fusion with the following preop diagnosis: l5-s1 herniated, right with stenosis and disc derangement. The patient underwent the following procedures: 1) bilateral decocmpressive laminectomy l5-s1 with an s1 foraminotomy.2) excision of herniated disc, right l5-s1. 3) posterolateral intertransverse process arthrodesis l5-s1. 4) non segmental titanium instrumentation, l5-s1. 5) use of local autograft and allograft with rh-bmp2/acs. The following implants were also used in addition to rhbmp-2/acs: bone cancellous chips. Per op notes: a longitudinal 6-inch incision was made from l3 10 s1. Incision was carried down through the subcutaneous tissue and fascia. 111 esubcutaneous layer was 4-s inches thick. A subperiosteal exposure was done to expose the interspaccs x-ray was obtained and confirmed using fluoroscopy to confirm the operative levels. A laminectomy was done at ls-s1 followed by 50% facctectomy. Pedicle-to-pedicle decompression was done. Foraminoromics were done central light-sided herniated disc was excised. The decision was made not to do a transforaminai interbody fusion because of the patient's morbid obesity. Titanium rods and lordosis were affixed with screws using appropriate connectors. All nuts and bolts were tightened to form a stable construct. Bone from the decompression was stripped of soft tissue, morselized, mixed with allograft and laid in the form of rh-bmp2/acs burrito lateral to the hardware at l5-s1 in order to accomplish a fusion. No complications were reported. Assessment: she does have leukocytosis. On (B)(6) 2008: the patient was discharged home in the stable condition with the following diagnosis: status post l5-s1 lumbar laminectomy and posterior spinal fusion. On (B)(6) 2009: the patient went for an office visit due to low back pain with x rays showing a stable appearance of the hardware. No interbody cages were used. Complaining about left groin and anterior thigh down to the ankles. On (B)(6) 2009: the patient underwent MRI with gadolinium. It shows postoperative changes about fluid collection in the l5-s1 area which they think could be a seroma or it could be an abscess. Clinically she has no signs of an abscess. Impression: 1) possible inflammatory changes at ls-s 1. 2) postoperative changes with fusion at ls-s 1. On (B)(6) 2009: the patient went for an office visit due to low back pain. She is using a cane to get around. She is wearing her brace for extra support. On 05 may 2009: the patient went for an office visit due to significant low back pain with flu pt blood work negative. No evidence of infection. On (B)(6) 2009: the patient underwent nerve conuction study- lower extremithy to evaluate symptoms for potential peripheral neuropathy, lumbosacral radiculopathy, lumbosacral plexopathy, tarsal tunnel syndrome. Impressions: 1) abnormal study. 2) elecrodiagnostic evidence of sensory and motor peripheral polyneuropathy. 3) no electrodiagnostic evidence of bilateral lumbosacral radiculopathy or plexopathy. On (B)(6) 2009: the patient went for an office visit due to low back pain with emg consistent with sensory and motor peripheral poly neuropathy. No evidence of lumbar radiculopathy. On (B)(6) 2009: the patient went for an office visit due to lower back pain. Impression: 1. Chronic lower back pain, failing to improve as expected.2. Status post lumbar spinal laminectomy and fusion at l5-s1on (B)(6) 2008. 3. Peripheral polyneuropathy, non-work related. 4. Obesity. 5. Gait impairment. 6. Strong family history of diabetes mellitus. On (B)(6) 2009: the patient went for an office visit due to low back pain with emg negative for lumbosacral radiculopathy. Leg symptoms are better. Shehas mechanical back pain. X-rays show a consolidating fusion l5-s1 with intact hardware. On (B)(6) 2009: the patient went for an office visit due to low back pain and pain in the buttocks but no pain in the thigh, calf or foot. On (B)(6) 2010: the patient went for an office visit due to low back pain. X rays show fusion mass in the gutters. On (B)(6) 2010: the patient underwent MRI lumbarspine with/without contrast. Impressions: 1) postoperative fusion, l5-s1. 2) dorsal paraspinal muscle atrophy. 3) enhancing nerve root on the left side. 4) compared to (B)(6) 2009, the abnormal areas of enhancement have resolved. The enhancing nerve root appears similar to previously as does the remainder of the study. On (B)(6) 2010: the patient went for an office visit with her MRI one year postop from l5 to s1 laminectomy and fusion. Mild stenosis at l4-5. On (B)(6) 2010: the patient went for an office visit due to low back pain and leg pain post lumbar fusion without cages. She was originally having some spasms in the right leg. Now she is having spasms in her left leg. She has very rare occasional numbness in the legs when she is sitting for a long period of time but not on a regular basis. On (B)(6) 2011: the patient went for an office visit post a lumbar fusion from l5-s1 . She is still complaining of back pain and leg pain. She has had a history of an MRI postoperatively on (B)(6) 2010, per dr. Sidhu showed mild stenosis at l4-l5. She was referred to pm<(>&<)>r and pain management. Per doctor her x ray shows good consolidating fusion. The bone growth is optimal around the level of the fusion. On (B)(6) 2013: the patient presented with left leg pain and low back pain underwent MRI lumbar spine without gadolinium. Impression: mild degenerative changes of the lower spine without evidence of recurrent disc herniation or significant canal stenosis. On (B)(6) 2015: the patient presented with increasing low back pain as well as pain in both lower extremities. He underwent MRI lumbar spine. Impressions: 1) slight retrolisthesis is noted at the l5-s1 level. There is no evidence of acute fracture or anterior spondylolisthesis. Some degenerative changes are also present. 2) a small disc herniation is seen in the midline at the l5-s1 level which does not produce spinal stenosis. While there is no other evidence of disc herniation, there is borderline spinal stenosis at the l3-l4 level and mild spinal stenosis at the l4- l5 level secondary to diffuse posterior disc bulging and mild degenerative changes in the facets and posterior elements. No other disc herniation or spinal stenosis is identified. 3) there is evidence of prior surgery in the lower lumbar spine as described above. There is no evidence of significant epidural fibrosis or distortion of the thecal sac. 4) there is some impingement upon the neural foramen from l3 through s1 as described above. The neural foramens are otherwise relatively patent bilaterally. 5) direct comparison with a previous study would be helpful in determining the chronicity of these findings.